Event description:
It was reported that an intermate device would not prime after filling. The device was filled with a solution of vancomycin and saline. The reporter also stated that the fluid did not flow at the nominal rate during the priming process. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter for evaluation. Visual inspection found no visible signs of blockage or abnormality that could have caused the reported problem. Functional testing found that the flow was normal and continuous. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device evaluation did not confirm the reported condition. Should additional relevant information become available a supplemental report will be submitted.